Event description:
The customer reported via phone call that she had high blood glucose. Customer stated that changed the unit and her blood glucose had better readings. Customer stated that it is only the site on her stomach that causes the issue. Customer stated that she switches from one side to the other. Customer stated that she had to change the infusion set twice. Customer's blood glucose was 278 mg/dl at the time of the incident. Customer's current blood glucose was 85 mg/dl. Customer stated that her blood glucose has been as high as 400 mg/dl. Customer has had bent cannulas in the past. Customer stated that she does not have scar tissue or hardened tissue. Customer stated that she had to change her set due to her high blood glucose and hung up the phone.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.